Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a grommet and setscrew problem. It was also noted that the right ventricular (rv) lead exhibited short v-v intervals. Both the ipg and lead remain in use. No patient complications have been reported as a result of this event.